Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(6) (hcp, rep); medtronic received information that, while in a spinal fusion, two instrument tracking instruments could not be viewed by the navigation system. The site noted the issue occurred with a driver in the tracker. It was noted a passive probe could not be tracked by the navigation system. Checking the spheres and additional basic troubleshooting did not restore functionality. A tap with a separate tracker was noted to work without issue. The driver was re-verified, where it could be viewed however it was noted to be inaccurate. A second verification was performed and the site continued with the procedure. There was no reported delay to the procedure due to this issue. No additional information was provided. On (B)(6) 2018 interface update, comm task (rep); medtronic received information that the issue has not recurred at the site. Additionally, it was reported there was a three minute delay due to the reported issue.